Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# nls-380000b, lot# 37412501, description: lrg tap pri mod nck 0 deg 38mm; cat# 542-11-52e, lot# mkprjt, description: trident psl ha cluster 52 mm; cat# 6260-9-136, lot# mknl36, description: v40 cocr lfit head 36mm/0; cat# 623-00-36e, lot# mkn69k, description: trident 0 deg x3 insert 36mm ID; cat# 2030-6530-1, lot# mknpwv, description: 6.5 cancellous bone screw 30mm; cat# 2030-6540-1, lot# mknap7, description: 6.5 cancellous bone screw 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt came in to the doctor's office with acute lateral thigh redness. X-ray revealed what appeared to be lucency on lateral cortex. Suspected infection.